Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one photo was received displaying a 10ml syringe (p/n 302995). The plunger rod was pulled up to expose the reported defect of a "filament" protruding from the plunger rod. Further down the plunger rod a smaller strand of this "filament" was visible. The filament appears to be plastic flash from the molding process. The observed syringe was non-conforming per product specification. Potential root cause for the plunger rod flash defect is associated with the molding process. The batch number is unknown, therefore defective rate cannot be identified. Batch number is required to determine if corrective actions are necessary. No corrective actions will be taken based on the available information. The batch number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd syringe luer-lok¿ tip experienced foreign matter in the fluid pathway. The following information was provided by the initial reporter: when using bd syringe (p/n 302995), I noticed there was a loose filament of plastic attached to the plunger. I do not have the lot number or the sample to send back to you, but I did want to make you aware of what I observed.